Manufacturer narrative:
The device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient underwent a total ankle replacement surgical procedure. It was reported that sometime post-op the patient may need to undergo a revision surgery for reasons that are not available at this time.